Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that they experienced a shock when he returned his stimulator to clinician settings after reading the stimulator manual. He experienced the shock then turned the unit off and synced back to his a program. Everything was working fine after going back to his a program. No other actions were taken and the rep was going to see the patient on the day of the report for a post-op appointment. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned. The patient's relevant medical history includes spinal pain.